Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device is failing the self-test. There was no reported patient involvement.

Manufacturer narrative:
The device was received by (B)(4) bench repair and xl+ pca processor has been ordered but it is on global hold. The device is being held at the bench. The device will be returned to the customer once the device has been repaired.